Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise resulting in pace inhibition was noted when it comes to this device and right atrial (ra) lead. No mode switching was noted. In addition, high right ventricular (rv) lead thresholds were noted and some muscle stimulation. The system was explanted. No additional adverse patient effects were reported. The hospital is holding on to the system thus it will not be returned at this time.